Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the transmitter stopped working. No additional event or patient information is available. Data was provided for analysis. The confirmation of the complaint is confirmed through data analysis. The probable cause was no communication and a gap in data logs between transmitter and device.